Manufacturer narrative:
Internal reference number: case-(B)(4). The reported device, intended for use in treatment, was received for evaluation there was a relationship found between the returned device and the reported incident. A visual inspection found deep distal tip and fiber damage and cracked distal lens. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the scope had a dark and blurry images. No case involved. Results of investigation have concluded that this unit had cracked distal lens, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.